Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was in disconnected mode. A technical support specialist (tss) referenced and attached the appropriate knowledge article, which indicated a non-specific resolution as the issue had already been resolved. An update was received from the hospital information technology team confirming that they had been working on the server and that all systems were back up and running. The customer acknowledged and verified that the issue had been resolved, and the user approved ticket closure. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis machines were in disconnect mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.